Event description:
A health care facility reported imprecise sequential results obtained on the precision pcx blood glucose monitoring device. There was no report of death, serious injury or mistreatment associated wit this event.